Event description:
Pt began to complain of increased pain, and after x-ray, it was discovered that the pt's intrathecal catheter had been cut. A new distal catheter was attached to the remaining portion of the old catheter. The previous distal portion remains in the pt's intrathecal space and is not retrievable.